Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high pacing impedance values. It was reported that several vectors were tried, but the impedance remained high and the physician opted to replace the lead. The lv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.